Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "capsular contracture, baker grade unknown, firmness, pain and implant looks weird". This relates to the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Patient reported "capsular contracture, baker grade unknown, firmness, pain and implant looks weird". Later patient reported "intracapsular rupture". Later healthcare professional reported "there is no capsular contracture". This relates to the left side. Device remains implanted. Therefore, the event of capsular contracture is no longer reportable to the FDA and will be unreported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1 b5, h6.

Event description:
Patient reported "capsular contracture, baker grade unknown, firmness, pain and implant looks weird". Later patient reported "intracapsular rupture". This relates to the left side. Device remains implanted.